Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause was not reported. The patient was treated with unspecified treatment for the peritonitis. Physioneal therapy remained ongoing. At the time of this report the patient was recovering. No additional information is available.